Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.9, 1.4. Lab: 5.8, 5.8. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.9, 1.4. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.